Manufacturer narrative:
Additional information: h3, h6 final analysis found an integrated open circuit anomaly which resulted in a backup vvi.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16193, 2017865-2020-16195, 2017865-2020-16196. It was reported that an asymptomatic patient presented to a follow-up in-clinic on (B)(6) 2020 with noise over-sensing and low pacing impedance exhibited by all of their leads (atrial, right ventricular, and left ventricular). Implantable cardioverter defibrillator device also showed continuous "episode in progress" due to the noise. Shock therapy was programmed off. Entire system was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.